Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose and iron therapy were increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss event is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff monitored the patient's treatments and attributed the alarms to a positional issue with the vascular access caused by certain movement of the patient. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.